Event description:
(B)(6) 2024: information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was that since thursday they had been in pain. Patient stated that they had tried seven different settings, however they were not getting any relief. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2025: the reason for call was patient reported they were having problems with their stimulator and the issue began over a month ago. Patient stated the stimulator was not working properly and they were not feeling any relief from stimulation at all. Patient would have an appointment with their hcp today and the hcp requested for a representative. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2025: it was reported that the patient has to have surgery to replace the spinal stimulator in their body. (B)(6) 2025: the reason for the call was the patient was in pain and wanted to know if there were different levels to increase their stimulation because the patient stated they were in pain since yesterday. The patient was redirected to their healthcare provider to further address the issue. The patient stated that their old implant recharged much faster than their current implant. The agent reviewed information with the patient. The patient called back requesting education. The agent reviewed different external components, app difference, how to check battery levels and general use. The caller repeated information regarding being in pain and requested assistance to turn therapy up. The agent walked the caller through adjusting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the leads slipped and they removed the off one and put in a new one. A new stimulator and battery was installed. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.